Manufacturer narrative:
On 1/15/2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, on 1/16/2018, bwi received additional information regarding this event: power delivery was between 25-30w throughout the procedure. The system stopped delivering rf when the temperature cutoff was reached. Saline solution was used, but no anticoagulants. There were no issues regarding catheter temperature or flow. No error messages presented on any bwi equipment during the case. It was also clarified that the substance stuck to the catheter tip was actually thought to be char, not clotting/coagulum. Char can be a normal result of the rf application process, and the potential that it can cause or contribute to an adverse event is remote. As a result, this event is no longer considered MDR reportable. However, since it has already been reported to FDA, additional updates received will continue to be reported. (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the catheter tip. After the catheter was inserted into the cardiac cavity, isolation of the left and right pulmonary veins was conducted. Ablation was then conducted on the left atrial roof line, bottom line, and anterior wall. The catheter was removed from the patient¿s body prior to ablating the right atrium and cavotricuspid isthmus, at which point it was noticed that there was a clot present on the catheter tip. The catheter was exchanged for a new one, and the procedure continued without incident. Product investigation summary: the returned device was visually inspected and during the first visual inspection it was found clot on the catheter tip, however, during the second visual inspection, the lab clarified that the material observed was char. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed, however, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the catheter tip. After the catheter was inserted into the cardiac cavity, isolation of the left and right pulmonary veins was conducted. Ablation was then conducted on the left atrial roof line, bottom line, and anterior wall. The catheter was removed from the patient¿s body prior to ablating the right atrium and cavotricuspid isthmus, at which point it was noticed that there was a clot present on the catheter tip. The catheter was exchanged for a new one, and the procedure continued without incident. It was noted that no deposit was found on the catheter tip after the exchange and subsequent ablation. There were no patient consequences. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Clotting exhibits poor adherence to catheters, making it a potential risk for the patient. As a result, this event is MDR reportable.